Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional confirm a complete cutting washer transection? Did the healthcare professional confirm a complete donut? Could you please provide additional information regarding incomplete staple line and staple formation? Was the incomplete staple line the only reason the surgeon converted to open or were there other contributing factors? What is the current patient status?

Event description:
It was reported that during a laparoscopic colon procedure, there was an incomplete staple line. There was an intraoperative leak, the procedure went from robotic (lap) to open colo-rectal procedure. Another like device was pulled to redo the anastomosis and to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? - diverticulitis. What healthcare professional fired the device and what is his/her experience? Very experienced. Where in the green gap setting scale was the indicator located prior to firing? Middle of scale. Did the healthcare professional confirm a complete cutting washer transection? The surgeon said the anvil detached from the trocar of the stapler and the anvil was stuck in the proximal colon, so they did not confirm a complete cutting of the washer. Did the healthcare professional confirm a complete donut? No - because anvil was in proximal colon. Could you please provide additional information regarding incomplete staple line and staple formation? There was a staple line but it was not complete. The area that was not complete was from 12:00 - 3:00. (According to the doctor). Was the incomplete staple line the only reason the surgeon converted to open or were there other contributing factors? And also because the anvil was in the proximal colon. What is the current patient status? Doing fine. Is the device available for return? The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the device is not being returned.